Event description:
The doctor indicated that the implant was not able to be torqued due to internal damage to the implant (no longer functional). The doctor also reported that he did not want to subject the patient to any further trauma, the case was aborted (closed the site) and rescheduled for future procedure. No patient injury was reported.

Manufacturer narrative:
Investigation: complaint investigator¿s visual inspection (microscope 10x) of returned component, 3i t3® tapered implant 5/4 x 11.5mm ((B)(4)) has confirmed the following: damaged internal hex; device appears well used and worn; damage to the internal threads of the implant. Although an in depth dimensional inspection is limited due to the damaged as returned product, visual inspection in comparison with (B)(4) and DHR review did not provide any indication of a manufacturing deviation that would contribute to this event.